Event description:
Cotton of tampon left inside me [foreign body in reproductive tract]. Cotton get pull away from inside vagina [device breakage]. When I try to pull out and change to new tampon, cotton get pull away from inside [complication of device removal]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that cotton gets pulled away from tampon during removal. No serious injury reported.

Event description:
Cotton of tampon left inside me [foreign body in reproductive tract]. Cotton get pull away from inside vagina [device breakage]. When I try to pull out and change to new tampon....cotton get pull away from inside [complication of device removal]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via e-mail that cotton gets pulled away from tampon during removal. No serious injury reported.

Event description:
Cotton of tampon left inside me [foreign body in reproductive tract]. Cotton get pull away from inside vagina [device breakage]. When I try to pull out and change to new tampon....cotton get pull away from inside [complication of device removal]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that cotton gets pulled away from tampon during removal. No serious injury reported. Complete lot code listing: 05562/6158, 05563/6158, 05462/6158, 04362/6166, 05262/6131, 05263/6131, 05662/6158, 05663/6158, 04262/6098, 05063/6166, 05463/6158.